Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and no anomalies were found. The delivery system outer shaft was bent. Blood was observed on the device cup of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 5 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys/ expiration date: 14-nov-2020 / serial#: (B)(4), UDI #:(B)(4), device available for eval: no, dev rtn to MFR? No, mfg date: 15-may-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's pericardium was perforated during a micra implant procedure resulting in pericardial effusion and cardiac tamponade. The physician reported that there were no complications with the introduction of delivery catheter into the right ventricle and no gooseneck of the wire was seen, however when the contrast liquid was added to the catheter, cardiac perforation was visible. Pericardiocentesis was performed to drain the fluid, and anti-coagulants were used. Later, patient became hemodynamically unstable and resuscitation attempts were unsuccessful, resulting in patient's death.